Event description:
It was reported that caller experienced issue in which drops of insulin were not visible at end of tubing during fill tubing step of load sequence despite using room temperature insulin, not reusing cartridge, confirming contact between pump piston and cartridge, and attempting to continue filling. There was no adverse impact to the customer's blood glucose level. Customer worked with technical support, disconnected tubing at t:lock to attempt filling, then was guided to fill and load new cartridge, after which drops of insulin were seen at end of tubing and load process was completed, allowing insulin delivery to resume.